Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (fse) spoke to the isi clinical territory associate (cta) and confirmed that the issue had been resolved after reseating the sterile adapter, and the procedure was completed robotically. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an engagement issue with the sterile adapter.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the clinical territory associate (cta) contacted the technical service engineer (tse) for phone assistance regarding the universal surgical manipulator 3 (usm3) behaving strange when changing instruments. According to the customer, when changing the instrument mid-surgical procedure, the guided tool exchange was not engaged making it difficult for the customer to position the instruments as the stop function (insertion) was not possible. The customer also observed that the universal surgical manipulator arm moved when the monopolar curved scissor was removed and would not remain static. Tse requested for the customer to perform a power cycle, but they were unable to do so at the time. A callback made to tse revealed that the reported event was resolved after reseating the sterile adapter. The surgical procedure was finished as normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that there was no patient harm due to the alleged issue.